Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), pelvic inflammatory disease ("reproductive system disorder or condition type of disorder or condition: pelvic inflammatory disease") and uterine cancer ("endometriosis and found cancer cells") in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". Concomitant products included salbutamol (albuterol) and tramadol. On (B)(6)2006, the patient had essure (ess205) inserted. On(B)(6)2006, the patient was found to have uterine cancer (seriousness criterion medically significant) and experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea(cramping)"), menorrhagia ("abnormally heavy menstrual bleeding; prolonged menstruation, abnormal menstruation"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse/dyspareunia(painful sexual intercourse)"), weight fluctuation ("weight fluctuations/ weight gain / loss"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and endometriosis ("endometriosis and found cancer cells"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain/ severe abdominal cramping, even when not menstruating"), dysgeusia ("metallic taste in mouth"), ovarian cyst ("ovarian cysts"), vaginal infection ("chronic vaginal infections"), anxiety ("anxiety"), fatigue ("fatigue"), abdominal pain ("pain adomen") and mental disorder ("psychiatric disorder"). The patient was treated with acetylsalicylic acid (aspirin), antidepressants, sumatriptan and surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tube),oophorectomy and underwent a total hysterectomy, unilateral salpingectomy, and unilateral oophorectomy,). Essure (ess205) was removed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, dysgeusia, ovarian cyst, migraine, headache, vaginal infection, vaginal discharge, dyspareunia, anxiety and weight fluctuation was resolving, the pelvic inflammatory disease, uterine cancer, fatigue, abdominal pain, vaginal haemorrhage, mental disorder and endometriosis outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, menorrhagia, mental disorder, migraine, ovarian cyst, pelvic inflammatory disease, pelvic pain, uterine cancer, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure (ess205). The reporter commented: in 2008, she underwent a total hysterectomy, unilateral salpingectomy, and unilateral oophorectomy, during which her uterus, cervix, left fallopian tube and left, ovary were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain, still have one coil in. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received: new events psychiatric disorder, endometriosis and found cancer cells, plaintiff did not underwent essure confirmation test were added. Outcome of menorrhagia updated to recovered. New reporters, height, treatment and concomitant drug were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and pelvic inflammatory disease ("reproductive system disorder or condition type of disorder or condition: pelvic inflammatory disease") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain/ severe abdominal cramping, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding; prolonged menstruation, abnormal menstruation"), dysgeusia ("metallic taste in mouth"), ovarian cyst ("ovarian cysts"), migraine ("migraines"), headache ("headaches"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), anxiety ("anxiety"), weight fluctuation ("weight fluctuations/ weight gain / loss"), fatigue ("fatigue"), abdominal pain ("pain adomen") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). The patient was treated with surgery (underwent a total hysterectomy, unilateral salpingectomy, and unilateral oophorectomy,). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, menorrhagia, dysgeusia, ovarian cyst, migraine, headache, vaginal infection, vaginal discharge, dyspareunia, anxiety and weight fluctuation was resolving and the pelvic inflammatory disease, fatigue, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, ovarian cyst, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure (ess205). The reporter commented: in 2008, she underwent a total hysterectomy, unilateral salpingectomy, and unilateral oophorectomy, during which her uterus, cervix, left fallopian tube and left, ovary were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new events: vaginal haemorrhage, pelvic inflammatory disease, fatigue, abdominal pain were added. Reporter, patient demographic information, product start, stop date updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), pelvic inflammatory disease ('reproductive system disorder or condition type of disorder or condition: pelvic inflammatory disease'), uterine cancer ('reproductive system disorder or condition (endometriosis and found cancer cells)'), genital haemorrhage ('heavy bleeding') and ovarian cyst ('ovarian cysts') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". Medical conditions: current weight 152 lbs. Concurrent conditions included body mass index low. Concomitant products included salbutamol (albuterol) since 2008 and tramadol since 2008. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient was found to have uterine cancer (seriousness criterion medically significant) and weight increased ("weight fluctuations/ weight gain / loss / weight gain") and experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea(cramping)"), menorrhagia ("abnormally heavy menstrual bleeding; prolonged menstruation, abnormal menstruation / abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse/dyspareunia(painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and endometriosis ("reproductive system disorder or condition (endometriosis and found cancer cells)"), 3 months after insertion of essure (ess205). On (B)(6) 2014, the patient experienced mental disorder ("psychiatric disorder"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain/ severe abdominal cramping, even when not menstruating / pain (cramping)"), dysgeusia ("metallic taste in mouth"), vaginal infection ("chronic vaginal infections"), anxiety ("anxiety / psychological or psychiatric problems condition: anxiety"), fatigue ("fatigue") and abdominal pain ("pain adomen"). The patient was treated with acetylsalicylic acid (aspirin), antidepressants, sumatriptan and surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tube),oophorectomy (one side) and ophorectomy(one side removal of ovary)/lysis of adhesions). At the time of the report, the pelvic pain, ovarian cyst, dysmenorrhoea, abdominal pain lower, dysgeusia, migraine, headache, vaginal infection, vaginal discharge, dyspareunia, anxiety and weight increased was resolving, the pelvic inflammatory disease, uterine cancer, fatigue, abdominal pain, vaginal haemorrhage, mental disorder and endometriosis outcome was unknown and the genital haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, ovarian cyst, pelvic inflammatory disease, pelvic pain, uterine cancer, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: in 2008, she underwent a total hysterectomy, unilateral salpingectomy, and unilateral oophorectomy, during which her uterus, cervix, left fallopian tube and left, ovary were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain, still have one coil in. Had a hysterectomy and only removed one fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.1 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event coding updated from weight fluctuation to weight gain added. Onset date added. Event genital hemorrhage was added from fu 2 ((B)(6) 2019). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain/ severe abdominal cramping, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding; prolonged menstruation, abnormal menstruation"), dysgeusia ("metallic taste in mouth"), ovarian cyst ("ovarian cysts"), migraine ("migraines"), headache ("headaches"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), anxiety ("anxiety") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (underwent a total hysterectomy, unilateral salpingectomy, and unilateral oophorectomy,). Essure (ess205) was removed in 2008. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, menorrhagia, dysgeusia, ovarian cyst, migraine, headache, vaginal infection, vaginal discharge, dyspareunia, anxiety and weight fluctuation was resolving. The reporter considered abdominal pain lower, anxiety, dysgeusia, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, vaginal discharge, vaginal infection and weight fluctuation to be related to essure (ess205). The reporter commented in 2008, she underwent a total hysterectomy, unilateral salpingectomy, and unilateral oophorectomy, during which her uterus, cervix, left fallopian tube and left, ovary were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.